Manufacturer narrative:
The complaint of the dislodgement of the retention clip is confirmed. The notes in this file indicate. "The catheter had migrated into the stomach due to dislodgement of the clip". It should be noted the tricuspid plug was returned to bas attached to genie feeding device. A section of the feeding tube was returned loose. It is not known, if the tricuspid valve and retention clip were assembled to the ponsky feeding tube correctly. The longevity of the device, incomplete sample (retention clip) suggest another factor(s) was (were) involved. The device had been in place for 19 days prior to the complaint incident. At this time, the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. A chr of lot #43ara069 showed no other similar product complaints from this lot number.

Event description:
The catheter had migrated into the stomach due to a dislodgement of the clip. The broken distal portion of the catheter was removed endoscopically. The indwelling period was 19 days.